Manufacturer narrative:
Device evaluation of battery charger/modem has been completed. The reported problem (fails due functional issue) has been confirmed. Upon investigation the battery charger/modem was not charging and displayed a yellow #2 light when testing with test batteries, indicating a charger failure. The charger returned to the vendor for further investigation. The root cause for the defective charger was unable to be positively identified and is be investigated by the vendor. There was no adverse event that resulted from the damaged charger.

Event description:
A us distributor reported that a battery charger fails due functional issue.